Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and additional information. The following field was corrected: e1-last name. The following field was updated: h2 and h6.

Event description:
Additional information received from the customer: 'while the patient was under anesthesia, the scope was advanced into the airway and descended into the left upper lobe. To elevate the scope, the spiral had to be compressed. Subsequently, the device screen went blackout. The device remained inside the patient's body, and even after being withdrawn, the screen remained blackout. Therefore, a procedural delay during sedation occurred, for more than ten minutes, for a diagnostic bronchoscopy procedure with no adverse events occurred. The scope was withdrawn upon discovering a blackout, as it became unusable.' The scope was replaced and the procedure was completed using another scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: b3, b5, d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, based previous investigations, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image sometimes had a blackout when adjusting up angulation of the bronchovideoscope. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.